Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 20 mg/dl. Customer¿s current blood glucose is 188 mg/dl. The customer was treated with food and glucose tablets. The customer did experienced the symptoms such as shaking, sweating, anxiety, mental confusion, belligerence, inability to follow simple commands, weakness and fatigue. Based on customer report customer does not allege pump was over delivering. Troubleshooting was done for low blood glucose and over delivery. The insulin pump will not be returned for analysis.